Event description:
Boston scientific (bsc) crm received information that two days post the implant procedure, this right atrial (ra) lead 4135 had poor sensing and capture. It was verified from a chest x-ray that the lead had dislodged. The physician repositioned the lead, and it remains in service.